Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 56 months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), the patient reported reduced exercise tolerance over the past year. Echocardiogram identified right ventricular outflow tract obstruction secondary to multiple stent fractures and loss of integrity with embolization of a small, v-shaped zig of the original tpbv to left lung. The original tpbv was pre-stented and another same model tpbv was successfully implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.